Event description:
Before implant, the screw mechanism tested fine. While trying to implant the lead it was impossible to fix the lead in a stable position. The lead was taken out and the screw was found completely exposed; insufficient to get a stable position in the ventricle.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all electrical specifications. Regarding the function of the fixation mechanism, the device conforms to the established specifications utilizing a new easyturn stylet. The issue associated to the retraction of the helix was determined to have been attributed to damage of the blade of the returned easyturn stylet. This damage was caused by excessive rotation of the butterfly device during the implant attempt. The damage associated to the svc defibrillation coil also occurred during the attempted implant, as a result of passage of the lead through a constricted opening. An example of this may be through a sharp bend in the introducer or through the vein in the subclavicle region. The statement of the physician in this case indicates that the fixation function was normal prior to the implantation attempt.